Event description:
Nine mos after undergoing dual cypher stent implantation, the pt underwent f/u angiogram and in stent stenosis was observed in the previously implanted cypher stents. The proximal end of circumflex artery was 91% occluded. The second cypher stent was not implicated, however the second stent was implanted via crushed technique, therefore it is being included due to the proximity. To treat the restenosis, angioplasty was conducted with a 2.75x15mm balloon. The residual stenosis was 25%. The physician's indicated that he event was not related to cypher stents.

Manufacturer narrative:
The male pt with a history of angina, hypertension, diabetes, anemia, prior percutaneous coronary intervention and renal failure with hemodialysis underwent the implantation of 2 cypher stents. Approx 9 mos following implant, f/u angiogram revealed restenosis in the proximal end of 1 stent. However, as the stents were placed using crush technique, the other device most likely has peri-stent restenosis. Balloon angioplasty was conducted with a residual 25% stenosis. Indication for the initial eval was an acute mi. The lesion in the left main (lm) was described as 3.74 x 19.85mm and the lesion in the proximal circumflex artery (cx) was 2.29 x 15.56mm. Both lesions are type b2. The cypher stent is indicated for use in lesions with a diameter of >2.5 to <3.5mm. The safety and effectiveness of the cypher stent has not been established in moderately complex lesions or lesions in the lm. The lesions were pre-dilated and a 2.5x28mm cypher stent was deployed above rated burst pressure in the lm with a residual stenosis of 14% and the 3.5x23mm cypher stent was deployed in the proximal cx with a residual stenosis of 24%. The product remains implanted. The device history review for catalog: cjs23350 lot: i0505151 was conducted, and the product met quality requirements for product acceptance. Based on available info, there are pt, lesion and procedural factors that may have contributed to the restenosis. This device is not distributed in the USA; however, it is similar to USA product. This is the first of 2 products involved with this adverse event, which is associated with mfg report #9616099-2006-01173.